Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) measurement of more than 125 ohms. The patient was seen for a surgical revision procedure. The local boston scientific field representative indicated that the cause of the oor sli had been found to be a poor connection of the rv coil pin and header. The rv lead pins were successfully readjusted into the header. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.